Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood-like substance was found discoloring the carrier tube assembly. The hemostatic sheath was not mated with the deployment sleeve of the evolution. The deployment sleeve was in the rear lock position with the color bands exposed. A portion of the carrier tube assembly was inserted into the hemostatic sheath, which had two notable kinks. The anchor could be seen exposed at the distal end of the hemostatic sheath. The hemostatic sheath appeared displaced from the deployment sleeve with approximately 4" of the carrier tube assembly exposed. There was a sharp bend in the carrier tube assembly where the distal portion of the sheath formed an acute angle to the body of the evolution. There was no tamper tube exposed. The button of the evolution was stiff indicating that the gearbox assembly was likely in the proper distal position. The two handles of the evolution device were then examined and pried apart with a flat head screwdriver revealing the gearbox inside. The gearbox did appear to be properly seated on the rails of the lower handle although it was found in the distal position. The large spool could be seen with several turns of suture remaining. The rack was found with 2.401" in the proximal position with only a small portion of the rack fed through the gearbox assembly. The gears appeared properly seated within the upper and lower gear plate. Due to the extensive damage and kinks in both the carrier tube assembly and the hemostatic sheath, no functional testing could be performed with the carrier tube or hemostatic sheath still attached to the gearbox assembly. Both the hemostatic sheath and the carrier tube assembly were removed from the gearbox. Manual pressure was applied to the drive gear in the gearbox assembly with the carrier tube and hemostatic sheath removed typical resistance was required to move the rack. There were no functional anomalies noted with any of the gears. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. There is evidence that the user had partially assembled the hemostatic sheath and the carrier tube assembly where off-axis forces may have been applied. Off-axis forces have been known to cause kinking of the material. No other anomalies were noted with the returned device.

Manufacturer narrative:
Implanted date: device was not implanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found five similar reports with the involved product code/lot# combination.

Event description:
The user facility reported problems the involved angio-seal evolution device. The following information was provided by the user facility: the doctor input the angio-seal evolution. When he pushed the deployment button on the handle, nothing happened to allow the slack out of the line to push the tamp rod down. It pulled the whole system out of the leg, and everything stayed intact. They were able to hold manual pressure to obtain hemostasis with no harm to the patient. The procedure outcome was successful. There were no other devices or equipment used with the reported device. The patient was in stable condition.